Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and eight months later, a computed tomography abdomen was performed, demonstrating presence of bard g2x filter in the infra renal inferior vena cava with the apex filter at the inferior endplate of l1. There was a 17-degree tilt of the filter to the left with the apex/hook of the filter engaged with the lateral inferior vena cava wall. There was thrombosis of the inferior vena cava that was complete at the level of the filter with non-occlusive thrombus extending above the level of the filter to the level of the left renal vein. Acute pulmonary embolism was present in the right lower lobe pulmonary artery. The following arms were within the ivc lumen: 11:00, 2:00, 3:00, 6:00, and 7:00. The 9:00 arm of the filter was at a 90-degree angle to the apex of the filter, horizontal within the ivc. There was a grade 2 penetration of the ivc with the arm 2 cm outside of the ivc lumen. There was a fracture of the arm at the apex of the filter. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, filter detachment and the filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter and pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced thrombus extending above filter; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided for review. The investigation is inconclusive for the alleged thrombus extending above filter and perforation of the ivc by the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced thrombus extending above filter; however, the current status of the patient is unknown.